Event description:
Both of the omnilinks came off of the balloon in the patient and the devices could not be retrieved. The procedure was to stent in the renal artery (off label use). The first omnilink stent delivery system (sds) would not cross the heavily calcified lesion and when the device was brought back to the sheath for removal, the stent was noted to be dislodged. The second omnilink sds was then attempted, but it had the same result. Both of the omnilink devices were attempted to be snared, but this was not successful. Both of the stents remain in the patient, most likely in the aorta, and there were no patient effects reported.